Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated, all keypad buttons responded appropriately to button presses. The keypad was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.